Manufacturer narrative:
(B)(4). The patient experienced the event of peritonitis during (B)(6) 2013. (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd893446 and no exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number gd893297 and a nonconformance was noted during manufacturing; however, it was determined that this nonconformance did not contribute to the event.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. On an unreported date, the patient was treated with antibiotics (specifics unknown). The patient was recovering from the event of peritonitis. This is report 2 of 3 involved in this peritonitis event.